Event description:
It was reported that the support arms broke off and fell inside the abdominal cavity and had to be retrieved. A pair of graspers were used for removal. No consequence to the pt were reported.